Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail center arm is torn in half. The technician replaced the side rail center arm assembly to resolve the issue.